Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: the device center and sideport septa showed normal usage with no internal damage found. The device sideport and catheter were patent. The device flowed 21% of the original mfg flow rate as received; 17% post 1" device capillary tube removal, and 41% post approx. 1/2 the total length of capillary tube removal. The device capillary flow path appeared clean and open pre and post cutting. A vacuum bake leak test confirmed that the device did not leak. An exit port exam revealed the proximal end of the device capillary tubing to by clean and open. A review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. The facility's report that the device "flow rate had decreased" was confirmed by the results of the MFR's analysis of the returned device. The cause of the device slow flow; however, could not be located or identified; therefore, no conclusion could be drawn as to the cause of this event. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 1/29/87 for "spinal" infusion or morphine for treatment of pain. On 2/10/97, the facility nurse contacted the MFR sales rep. And reported that the device flow rate has decreased over the past few months. As a result, the device was scheduled for explantation on 2/13/97. No further details were provided.